Manufacturer narrative:
An investigation is underway to determine the root cause of the issue. A follow up report will be provided upon investigation completion.

Event description:
A customer reported an epiq cvx ultrasound system locked up and proceeded to shut down during a coronary artery bypass graft (CABG) procedure. Another ultrasound system was brought in to completed the procedure. There was no patient or user harm associated with this event.

Manufacturer narrative:
A thorough investigation was performed to identify the root cause of this issue, including an evaluation and analysis of the logs from the ultrasound system. A philips service engineer went to the customer site to retrieve the system logs. 3d data from the qlab logs was retrieved for evaluation. The software engineering team was unable reproduce the issue as described by the customer from the 3d data available for evaluation. However, the system has been placed back into service with no additional complaints regarding this issue reported by the customer post notification.

Event description:
A customer reported an epiq cvx ultrasound system locked up and proceeded to shut down during a coronary artery bypass graft (CABG) procedure. Another ultrasound system was brought in to completed the procedure. There was no patient or user harm associated with this event.

Manufacturer narrative:
An addendum report is being submitted to provide the date received by manufacturer with the philips¿ become aware date. The information is in the g3 field.